Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, d9, g4, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the root cause of the reported lack of 3d image could not be established. However, abnormalities in 3d imaging can be due to the objective lens being contaminated with bodily fluids or blood and/or observing outside the 3d monitor's viewable field of view. The event can be detected/prevented by following the instructions for use which state: instructions endoeye flex 3d deflectable videoscope olympus ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system -important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope exhibited a 3d image not coming. Occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient or user harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.